Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(4) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on the same day. The nurse stated that the cause of the peritonitis was that the caretaker changed. On an unreported date, the patient began treatment with amikacin (250 mg, ip, 1st and 3rd bag). The patient remained hospitalized. The peritonitis was resolving. Dianeal pd2 ultrabag therapy was ongoing. The nurse stated that the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow up report will be sent when additional information is obtained.